Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing during procedure. The force bipolar instrument was not energizing. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar (fb) instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The conductor wires were exposed. The instrument passed recognition and engagement tests and moved intuitively with the full range of motion. However, the instrument failed the electrical continuity and energy delivery tests. The grips opened and closed properly. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the force bipolar instrument could not be energized. A backup same instrument was used to complete the procedure with no patient harm.